Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges as yielding discrepant results a patient in the ER. The customer used two different lots in the ER and lab. Date/time: (B)(6) 2011/0732, dept: lab, lot: t11160, result: 0.17; (B)(6) 2011/744, ER, t11124, 0.21; (B)(6) 2011/1051, lab, t11160, 0.20; (B)(6) 2011/1419, lab, t11160, 0.16; (B)(6) 2011/1721, lab, t11160, 0.20; (B)(6) 2011/1954, lab, t11160, 0.21. Although the all of the I-stat results were consistently positive (above), the cardiac catheterization was reported to be negative. The suspected discrepant results were released to a physician or caregiver. Based on the information available at the time, there were no injuries associated with this event. Lot#: t11160 expiration date: 12/28/2011, manufacture date: 06/2011.

Manufacturer narrative:
(B)(4). Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration.